Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the patient line became separated from the cartridge. Customer performed a cartridge change to resolve the issue. Customer¿s blood glucose level was 241 mg/dl.